Manufacturer narrative:
The reported lot number, ml0000198, could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. Complainant state / prov: (B)(6).

Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced severe pain, bleeding, inability to urinate, infections, inability to engage in sexual relations, and inability to sit or stand for prolonged periods of time. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.